Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: during the documentary review of the batch record by syringe no problem attributable to the defect reported by the client was detected and part of the evaluations in progress is to evaluate "syringe without contamination", where no problem is reported. Additional burr-related problems that could simulate white hair are ruled out as the review of cylinder and plunger molding batch record does not report any non-compliant parts in the evaluation such as "contamination or burr". It is important to mention that the environment-related failure mode is discarded as the current monthly monitoring of viable and non-viable particles in the manufacturing areas is being carried out, and a review of the trend analyses of fy ' 19 has not been presented out-of-specification results, so the particles in the environment is controlled.

Event description:
It was reported that there was foreign inside barrel with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported pieces of plastic floating inside the barrel of the syringe.